Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm calibration error and change sensor. Customer's blood glucose was 82 mg/dl. Customer got change sensor going to that troubleshooting. The customer stated that 5 out of 6 sensor had to call in and get replacements. The customer calibrated too soon after getting 1st calibration error and it was within 8 minutes she put the same blood glucose in then got second calibration error. The customer also stated had glucose tablet when suspend went off but to tired.